Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A labeling review was performed and no deviation was found. The most probable root cause of this issue has been attributed to operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a tracheobronchial stent placement procedure within the bronchus of a cancer patient.according to the complainant, the exact procedure date is unknown, however it was sometime in the past year. It is unknown if the anatomy was tortuous or if any pre-dilation was performed. The exact size of the stricture is unknown. During the procedure, the catheter kinked as the deployment suture was being pulled. It was reported that the deployment suture became hung up or stuck during deployment, which caused inaccurate positioning of the stent. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be fine.